Event description:
During atherectomy of the superficial femoral artery, the viperwire advance with flextip guidewire sheared off inside the vessel. The foreign object was eventually snared and retrieved in its entirety by interventional radiology. No harm came to the patient. Manufacturer response for guidewire, viperwire advance with flextip (per site reporter). Manufacturer's sales representative took the defective device for failure analysis.